Event description:
Maude event report no mw5039205 stated: (B)(6) 2014: "I was sitting on the couch and it just popped out and dislocated. It almost dislocated three times before, but it did not come all the way out. The first time. I was trying on new shoes, it made a pop noise. Which was very scary, with some pain. The second time, I was sitting and it did it again with pop or chunk feeling in my hip. The third time, I was also sitting, and it did the same thing. All of these happened between (B)(6) 2001. To the date of the first dislocation. My hip never felt right. I told the doctor and the physical therapist after the first dislocation, it seemed to dislocate regularly. It might take one month or four or five month for it to happen. Later on, it seemed to come out all the time. The doctor that put it in died six weeks after my surgery. The doctor at the hospital told me I needed to have reconstructive surgery, which I could not afford, no insurance. The only reason I am reporting this now is because a lawyer gave me your address or web-site I have been calling lawyers every time I saw an add on tv about bad prosthesis, about eight years. They always told me, they weren't going back that far. If it was 2002 they were going to 2001. I am supposed to have surgery on my hip right now if we can find a doctor that accepts (B)(6) for payment. Still waiting. I am wheelchair bound, now and life is extremely difficult now."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
An event regarding dislocation involving a system 12 poly liner was reported. The event was not confirmed. Method & results: the reported device was not returned for evaluation. A review of the provided records and event description was performed by a clinical consultant. The clinical consultant indicated that insufficient information was received for review and that " need x-rays, operative reports, clinical history." A review of the device history records could not be performed as no lot ID was received. A complaint history review could not be performed as no lot ID was received. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, clinical history , x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Maude event report no mw5039205 stated: (B)(6) 2014: "I was sitting on the couch and it just popped out and dislocated. It almost dislocated three times before, but it did not come all the way out. The first time. I was trying on new shoes, it made a pop noise. Which was very scary, with some pain. The second time, I was sitting and it did it again with pop or chunk feeling in my hip. The third time, I was also sitting, and it did the same thing. All of these happened between (B)(6) 2001. To the date of the first dislocation. My hip never felt right. I told the doctor and the physical therapist after the first dislocation, it seemed to dislocate regularly. It might take one month or four or five month for it to happen. Later on, it seemed to come out all the time. The doctor that put it in died six weeks after my surgery. The doctor at the hospital told me I needed to have reconstructive surgery, which I could not afford, no insurance. The only reason I am reporting this now is because a lawyer gave me your address or web-site I have been calling lawyers every time I saw an add on tv about bad prosthesis, about eight years. They always told me, they weren't going back that far. If it was 2002 they were going to 2001. I am supposed to have surgery on my hip right now if we can find a doctor that accepts (B)(6) for payment. Still waiting. I am wheelchair bound, now and life is extremely difficult now."